Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the guidewire was slightly bent approximately 2.5cm from its distal tip along. The ptfe (polytetrafluoroethylene) was peeled off on several places along its proximal between 29.0cm section and 35.0cm section. The ptfe coating appeared to be scraped off of the guidewire with the torque device collet and/or the introducer. During functional testing, the friction was encountered during the advancement and the guidewire torque was not smooth due to the anomalies found on the guidewire. The observed peeling ptfe coating is believed to have occurred from an insecurely tightened torque device. Per the device directions for use (dfu): "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)". Because the device dfu specifically cautions that insecure tightening of the torque device can lead to ptfe peeling. However, this cannot be conclusively determined as the torque device used in this procedure was not returned for analysis. Based on the information available and investigation results, an assignable cause could not be determined.

Event description:
During the analysis of the returned device, it was revealed that the ptfe (polytetrafluoroethylene) was peeling. There was no clinical consequence to the patient due to this event.